Event description:
It was reported that, a neurovascular surgical procedure was performed in a patient for right mca stenosis. During the procedure a guidewire was used to bring a microcatheter to target lesion and the microcatheter was prepared to deploy the subject stent. When the operator attempted to deliver the subject stent, after part of the subject stent was advanced into the microcatheter the subject stent could not be advanced any more, therefore when the operator tried to retract the subject stent the tip of the subject stent deployed prematurely into the lumen of the microcatheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be deployed. The stent introducer sheath, sdw and the stent was found to be intact. Functional inspection: stent difficult/unable to advance or pullback through catheter functional test ¿ unable to perform the test as the returned stent was found to be deployed. Stent deployed prematurely during use functional test ¿ confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was confirmed during the device analysis. The reported 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the returned stent was deployed, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information states that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was confirmed that the stent had been prematurely deployed. It is probable that the device experienced difficulty to advance through the microcatheter as a result of the anatomy, causing the subsequent stent deployment. An assignable cause of procedural factors will be assigned to the reported "stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use" and to the analyzed "stent deployed prematurely during use", as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that, a neurovascular surgical procedure was performed in a patient for right mca stenosis. During the procedure a guidewire was used to bring a microcatheter to target lesion and the microcatheter was prepared to deploy the subject stent. When the operator attempted to deliver the subject stent, after part of the subject stent was advanced into the microcatheter the subject stent could not be advanced any more, therefore when the operator tried to retract the subject stent the tip of the subject stent deployed prematurely into the lumen of the microcatheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.